Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name synchromed; product ID a820 (serial: unknown); product type: 0216-software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing an unknown drug for spinal pain indications. It was reported that the patient stated for the past 4-5 days when they were trying to connect to the pump, the communicator sometimes finds the pump and sometimes doesn't. The patient stated they went to the doctor today who told them the communicator was bad and needed to be replaced. The manufacturer's patient services specialist (pss) reviewed communicator general use and the patient was able to connect to the pump twice. The patient then mentioned when they bolused there was a lag at 90%. Pss reviewed data and walked the patient through how to delete the data and the patient was able to connect to the pump with no lag at 90%. The patient will call back if they needed further assistance.